Event description:
Report received from (B)(6), stating that the device required service because it cam apart. It is unknown if the event occurred during surgery; it is also unknown if there was any pt or user injury or medical intervention reported related to this occurrence. The date of the event is unknown. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).